Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that ten days post-implant, this right atrial (ra) lead exhibited loss of capture (loc). An x-ray confirmed the ra lead was dislodged. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported.